Event description:
It was reported that a small volume intermate had white floating particulate matter. The device was compounded with piperacillin and tazobactam. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was manufactured between the dates of 03/25/2015 ¿ 03/27/2015. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed with floating white particles noted. The reported condition was verified. However, the cause of the condition could not be determined. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.